Manufacturer narrative:
Visual inspection confirmed a oil leakage of the foot. A review of qms support processes showed that CAPA (B)(4) is related to the event and identified an inadequate/ineffective training of personnel as technical root cause. A replacement of the hydraulic stabilisation system was successfully completed on (B)(6) 2017. Corrected data: date of this report, date received by manufacturer, if follow-up, what type, device evaluated by manufacturer, evaluation code, remedial action.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that before a surgical procedure the surgeon wanted to set the hydraulic stabilization system to stabilize the device but noticed that two of the three feet were malfunctioning. The feet were adjusted manually in order to perform the surgery.